Manufacturer narrative:
Zimmer biomet complaint(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. A.v., lombardi jr. Md, et al, (2007). Modular calar replacement prosthesis with strengthened taper junction in total hip arthoplasty. Surgical technology international xvi, (pg 103-139).

Event description:
Information was received based on review of a journal article titled, "modular calar replacement prosthesis with strengthened taper junction in total hip arthoplasty¿. It was noted in the article that 2 patients had revisions requiring intramedullary total femur constructs.